Event description:
A caller reported that the pump display was frozen, and it was not possible to clear it using the button alarm. The customer declined to provide their blood glucose level at the time of the event, so no impact was reported. Technical support provided information for a complete pump reset, which the caller elected to perform, successfully resolving the issue.